Event description:
A health care professional reported that following the intraocular lens implant procedure, the patient experienced visual disturbance. The iol was exchanged with an alternate iol in a secondary procedure. The clinical reason for explant was photopsia. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot. The manufacturer internal reference number is: (B)(4).